Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator displayed "replace o2 sensor" and failed calibration during testing. There was no patient involvement at the time of failure. The oxygen (o2) sensor was replaced. The ventilator passed all testing.